Event description:
It was reported during a procedure at the user facility that the device was sparking from the motor. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Updated with device evaluation data.

Event description:
It was reported during a procedure at the user facility that the device was sparking from the motor. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.